Event description:
The doctor reported that during a thyroidectomy case, the pt developed a pneumothorax approximately 45 minutes into the procedure. Ventilation difficulties developed, and the physician decided to perform a tracheotomy. As the incision for the tracheotomy was started, the main cuff of the emg tube was cut which deflated the cuff, allowing the pt to breathe without difficulty and a complete tracheotomy was not required.

Manufacturer narrative:
Several attempts have been made by medtronic to contact the director of surgical services to inquire about the pt's status, details of the relationship of the product to the event, and availability of the emg tube for analysis. If additional info is obtained from the facility, a f/u report will be filed. The medtronic product # 8229507 is used in this report as an identifier, the lot # and actual type and size of emg endotracheal tube was not provided by the facility.